Event description:
Co was contacted directly by surgeon who stated the pt had a severe skin reaction to skin staples used after a coronay artery bypass graft. The reaction occurred approx 20 days after the surgery.

Manufacturer narrative:
Unavailable device was not returned for eval.